Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/07/2019. The manufacturer¿s international service technician could not duplicate the reported problem but did find that the position of the touch on the touchscreen was not accurate. The manufacturer¿s international service technician instructed the customer on how to calibrate the touchscreen and use it normally. Basic performance check passed. The device returned to full functionality.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.